Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had unintentionally programmed a blood glucose (bg) value of 175 instead of the intended bg value of 115; therefore, the pump recommended a correction which the customer accepted. The customer called tandem technical support for assistance with stopping the unintended bolus. It was verified that the customer was unable to cancel the bolus due to the bolus request being completely delivered. At the time of the reported event, the customer's bg level was 115 mg/dl. Although requested by tandem technical support, the customer declined further follow-up regarding bg levels.